Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device turned on using battery and ac power. The device was found to visually and audibly alarm during alarm conditions. The device was able to obtain accurate readings and passed both manual and preset simulation tests. The reported issue complaint was not duplicated. The device passed accuracy tests and was fully functional. No product performance issue was identified related to spo2 and pulse rate.

Event description:
The customer reported the heart rate not reading properly. No patient impact or consequences were reported.